Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that prior to a right total knee arthroplasty (tka) surgical procedure, while opening the surgical instruments, it was observed that the robotic assisted saw handpiece device was leaking oil out of the head. Therefore, a second robotic assisted saw handpiece device was opened, and the saw had the same oil on its head area. It was determined both sets were contaminated and unusable. It was reported that during the procedure, the manual saw capture would not stay on the cutting block. It was determined that the locking mechanism was broken. There were no reported adverse consequences to the patient, or surgical delay. No additional information could be provided. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the handpiece was returned for evaluation. The service technician carried out an assessment, but there was no failure. The issue could not be confirmed. Despite of the evaluation not confirming the reported issue, it was concluded that it is related to a lack of sufficient direction in the assembly procedure when using grease. Further investigation and assessment is covered in the quality system. The cause for the found defect is a lack of sufficient direction in the assembly procedure. The manufacturing process has been to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. The issue related a design issue and has been escalated to a CAPA.